Event description:
Customer reportedly performed testing "within minutes" on the advantage system and obtained results that were 70mg/dl different. Customer reports then going to the hospital where he remained overnight for observation. Requested return of suspect system and replacement sent.